Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a liver ablation, they were able to operate the antenna during placement and track ablation for repositioning. Once the antenna was placed in the correct position, there was an alarm which could not be corrected. The antenna was replaced with another and the case was completed without injury to the patient. However, the doctor expressed concern about the potential risk of tumor seeding due to the inability to track ablate upon removal of the incident antenna.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 30 aug 2016. Date of follow-up report: 21 feb 2017. The device was received and evaluated. Visual inspection found no defects. The reported condition that the antenna gave an alarm which could not be corrected was confirmed. The investigation found the device caused a reflective power error on the generator after activation. Engineering evaluation found fluid ingress at the joint between the outer conductor of the semi-rigid coax and the transition. The investigation identified the root cause of the reported event to be an improperly sealed joint which allowed saline ingress into the transition and leading to an electrical short between the conductors. This has been determined to be an isolated event and therefore, no corrective action has been implemented at this time. A review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.